Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station and found that it was stuck on a corrupted windows blue screen. A field service engineer proceeded to take station info down and performed reimage and database syn and verified with the customer that the station functionality was fully restored and operating without issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in recovery mode and stuck on blue screen error and could not be used; reboot attempts returned to the same error, and the station was offline on rss. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.